Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurrent incontinence due to a nonfunctioning device. The physician stated that the patient underwent heart surgery in (B)(6) and, after that, felt the cuff was no longer functioning. A revision surgery was performed during which the physician first checked the pressure regulating balloon (prb), removed the balloon, and tested it for leaks. A noticeable leak was observed near the top of the balloon where the balloon and tubing meet; therefore, the prb was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. Recurrent incontinence, fluid loss, and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported allegations are known risk associated with this device type and indicated as such in the instructions for use. The exact event date was not available, therefore the date 06/01/2025 was used as an estimate, based on the reported onset occurring in june 2025.